Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that there was no thermal damage and no arcing was observed. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps (mbf instrument was analyzed and found to have thermal damage to the yaw pulley. Additionally, the instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The complaint regarding does not coagulate was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) instrument did not coagulate. The procedure was completed with no report of patient injury.